Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device intermittently failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was not replicated. The device was put through extensive testing using test batteries without duplicating the report. An internal inspection found no discrepancies. The battery lugs were replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.